Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 06, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged the device will not turn on or function, difficulty breathing, shortness of breath, a service required message, the device being noisy and the lid will not stay shut. No medical intervention was specified by the patient. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil is unable to directly address the symptoms. Pil cannot confirm the complaint of the device not turning on or functioning, a service required message, the device being noisy, and the lid not staying shut.